Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was removed and evidence of moisture corrosion was found inside the pump. Unrelated to the complaint, the display screen was faded.